Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
It has been determined based on initial information provided that "rupture diagnosed via ultrasound" is for the contralateral side. Device information and photos received shows left side device to be intact. Event of rupture is no longer reportable. Device photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed no visual signs of rupture.

Event description:
Healthcare professional reported left side "left breast projection discomfort". It has been determined based on initial information provided that "rupture diagnosed via ultrasound" is for the contralateral side. Device information and photos received shows left side device to be intact. The device has been explanted.